Event description:
Procedure type: lavh. According to the reporter: when closing the vaginal cuff the needle broke in half. An x-ray was taken and it showed that the needle was stuck in the vaginal wall. The doctor was able to cut the tissue and the needle. No device fragment or component was left in the patient. No reinforcement material was used during the case. There was unanticipated tissue loss when cutting vaginal wall. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).